Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
The issue was the disconnecting between the metaphysis and the stem. First interv.: indication fracture dd. 2010 with reversed aequalis (stem cementless), but this stem was cemented. Second interv.: too dd. 06.2017 with reversed aequalis fracture cemented."